Event description:
Patient with history of rheumatic heart disease who had a mitral valve repair and annuloplasty in (B)(6) 2014, presented in (B)(6) 2015 with 3 weeks of fevers of unknown origin. Found to have nonviral (B)(6), developed pneumonia in hospital, found to have new vegetation on prosthetic mitral valve ring. Taken to operating room for valve replacement, and valve tissue had (B)(6). Tissue cultures subsequently grew mac/m. Chimaera. Sorin 3t heater cooler unit was used during patient's bypass for mitral valve reconstruction and annuloplasty on (B)(6) 2014.